Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of fibrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced tenon's capsule formation bending xen®45 gts in the right eye. Patient was scheduled for needling, however, exam prior to procedure showed tissue bending xen®45 gts has been released and device in good position. The event has been resolved. Healthcare professional also reported a clinical patient experienced reduction in visual acuity from baseline (not device related) in the right eye.